Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was found in the back of the throat and recovered. The pt was not injured following the procedure. Another capsule was placed normally.